Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 280 mg/dl for a few hours after eating, shortly after starting on the ilet system, and received troubleshooting and education including potential causes, expected learning-period variability, and guidance to change supplies if levels remained elevated. Symptoms included elevated blood glucose without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects. Outcomes included no alerts, no backup therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included device-use troubleshooting and user education with follow-up attempts. Investigation of this case revealed no device malfunction identified and no specific component issue determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.